Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting increasing defibrillation impedance values. The physician elected to continue to closely monitor the lead. There were no patient consequences reported.